Manufacturer narrative:
At this time, the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system experienced diaphragmatic stimulation. An invasive revision procedure was performed and the patient's physician elected to implant an epicardial lead due to patient limited coronary sinus anatomy. This left ventricular (lv) was explanted. During the explant, this lead had to be cut away from the patient's tissue and was ultimately destroyed. The lead would not be returned for reliability analysis. No adverse patient effects were reported during the procedure.